Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband's insulin pump gave an alarm that you have pressed the error for more than 3 minutes. The customer¿s blood glucose was unknown. Customer's wife added that her husband removed the battery, placed a new one but the screen went completely blank and there was the red error light blinking. Troubleshooting was not completed because the insulin pump was unavailable at the time of call. The insulin pump will not be returned for analysis.